Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in intraoral region #5 it was verified its loss of osseointegration. A 45 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type iii).

Manufacturer narrative:
(B)(4).